Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a posterior cuff miss occurred. Another proglide was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the returned components of the body of the device included, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, indicating no product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported event. The plunger, cuffs, link, needle tip and monofilament were not returned with the device, which may have aided in the investigation. Since, only the body of the device was returned, the reported event cannot be verified or confirmed. During the investigation, a proxy plunger was inserted to test the needle trajectory and the result was acceptable. The needle trajectory of every device is checked during the manufacturing process. In addition, a quality control audit inspection is performed to verify product quality. The most probable cause for a posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of a challenging anatomy or failure to position and maintain the device at a 45 degree angle throughout deployment. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.